Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes, d.10 returned to manufacturer on: 23-mar-2023. H.6. Investigation summary: bd received 10 samples for investigation. The samples were evaluated by functional testing, each having their non-patient shields removed, and the indicated failure mode for loose IV shield with the incident lot was observed in 1 of the returned samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the i.v shields and/or protective cap comes off leaving the needle exposed which could cause a clean needle stick injury. The loose cap event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "when the nurse opened the rubber plug end of the needle set to install the needle holder, the IV shield fell off at the same time."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the i.v shields and/or protective cap comes off leaving the needle exposed which could cause a clean needle stick injury. The loose cap event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "when the nurse opened the rubber plug end of the needle set to install the needle holder, the IV shield fell off at the same time."